Event description:
I used fixodent - 1997-2007. Stopped-unsatisfactory for holding dentures. Switched to polident in early 2006. Used until 2008. Switched to super-poli grip and/or super-poligrip extra care with polyseal 2008 - early 2009 - tried sea bond. Didn't like. I began experiencing chf and ckf in 2006? 2007? I also developed anemia; approximately this time. In 2007/2008, I developed numbness, tingling, pain in my upper and lower extremities; especially lower medication given did not alleviate. In 2009, blood samples indicated I had low normal level of copper and high levels of zinc. My neuropathy/anemia and other medical problem/demand continued medical services. Dose or amount: denture creme. Denture cream. Frequency: daily. Route: 004. Dates of use: 2006 - 2009. Diagnosis or reason for use: 2006. Denture adhesive cream. Event abated after use stopped or dose reduced: no.